Event description:
Report rec'd of an under-delivery during routine testing. This pump is one of two pumps that was reported to under-deliver for an abbott field service rep. The customer contact reported that they declined to return the pump for repair at this time. The customer reports that the pump is "yellow tagged" do not use and is sitting on a shelf and will not be returned to clinical service. There was no reported adverse pt event while the pump was in clinical service. Though requested, there was no further info available.